Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: port leak/and or damage, broken device, cancer (not device related).

Event description:
Healthcare professional reported unknown side "a person with a natrelle tissue expander is operating for a thymoma. The tissue expander broke at the port and leaked." Surgery was completed with back up device.